Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's implantable cardioverter defibrillator (ICD) was not able to be interrogated. No intervention was done. The patient was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish ble and inductive telemetry due to low battery voltage. The low battery voltage was a result of premature battery depletion. Electrical testing found high current drain from the hybrid. An anomalous integrated circuit (ic) in the hybrid was found to be the cause of the high current drain and premature battery depletion.